Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent dista catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed a kink located 1.5cm from the tip. It was also noticed that the hypotube was broken .5cm from the tip. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device would not prime due to the damaged shaft. The devices pressure could not be recorded due to the device would not prime. Inspection of the remainder of the device showed no damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that error message and pump seal fault occurred. The target lesion was located in a distal vessel. Two angiojet solent dista catheters were used in a thrombectomy procedure. However during the procedure, both the catheters displayed check saline supply error message when switched to power pulse mode and there were bubbles noticed in the pump. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a hypotube break.